Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with a 215cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture (grade unknown). As a result, the patient underwent removal without replacement on (B)(6) 2021.

Manufacturer narrative:
On 12-mar-2021, it was found that incorrect device manufactured and expiration dates were reported on the initial report. Manufacturer's reference number: (B)(4). On the initial report, the manufactured date and expirations date were reported as 18-nov-2011 and 30-nov-2016 respectively. The actual manufactured and expiration dates are 29-may-2014 and 31-may-2019 respectively. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.